Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a biopsy was performed in a different location in the brain than anticipated and planned with the brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of the biopsy trajectory placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with biopsy samples successfully collected at the end of the surgery. There was no actual harm nor negative effect to the patient due to the deviating trajectory, despite a direct (or increased) risk to harm a critical structure. There was also no other harm or negative effect to the patient due to the prolonged anesthesia of 20 minutes, and there were no further medical/surgical remedial actions necessary, done or planned. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of an inaccurate biopsy, performed with the aid of brainlab navigation, deviating by ca. 5mm anteriorly and cranially, and ca. 3 mm laterally from the intended target in the brain was: an insufficient distribution of surface registration points acquired by the user for the patient anatomy registration to navigation, not following brainlab requirements. Points acquired for the surface matching registration were acquired in areas of potential skin shift, and absent from areas on the patient's head. The provided data from this surgery shows that registration points were acquired with the softouch on areas prone to skin shift, such as around the ear, which shall be avoided. The points were also not sufficiently distributed on the required distinctive (bony) surfaces, i.e. Not sufficiently on both sides of the patient's face and not in the region of interest, the back of the head. Navigation data shows points collected mainly on the nose and forehead with a few around the ears and on the back left of the head, and none on the right side or the back of the patient's head. This caused the navigation software to not find an as accurate as desired match, for this specific procedure, between the pre-operative image dataset and the actual patient anatomy, in the region of interest. Apparently, the resulting deviation between the actual anatomy location during the surgery and the registered pre-operative patient image scan displayed by the navigation for instrument position visualization was not recognized by the user with the required thorough verification of the registration accuracy (i.e. During verification step), or with the necessary continued verification of navigation accuracy after draping, and throughout the procedure before applying significant invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy of a ca. 4.2 cm^3 lesion, located superior to the midbrain at ca. 73 mm deep in the brain has been performed with the aid of the brainlab alignment software cranial 2.0.1. From an intra-operative CT scan the surgeon discovered that the biopsy deviated ca. 5mm anteriorly and cranially, and ca. 3 mm laterally from the intended target in the brain. According to the surgeon (treating clinician): the deviation of the biopsy trajectory placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with biopsy samples successfully collected at the end of the surgery. There was no actual harm or negative effect to the patient due to the deviating trajectory, despite a direct (or increased) risk to harm a critical structure. There was also no other harm or negative effect to the patient due to the prolonged anesthesia of 20 minutes, and there were no further medical/surgical remedial actions necessary, done or planned.